Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a dot on the tubing of a small volume intermate. This was discovered during filling of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured june 4, 2015 - june 8, 2015. The device was received for evaluation. Visual and microscopic inspection were performed and revealed the presence of a black spot, approximately 0.10 square mm in size, located on the exterior surface of the tubing. The black spot was not in the fluid path. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.